Manufacturer narrative:
The reported event of vascular dissection was not confirmed. Final analysis found no anomalies.

Event description:
Related manufacturer reference number: 2017865-2024-33992; related manufacturer reference number: 2017865-2024-33993; related manufacturer reference number: 2017865-2024-33994. It was reported that the patient sustained a tear in the superior vena cava during system extraction. The tear was repaired during procedure. There were no patient consequences.